Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a peripheral angioplasty, the angioplasty balloon burst. It was confirmed that the distal tip of the balloon did not separate. No further details regarding this event have been reported. The patient did not require additional procedures due to this event and no adverse effects to the patient were reported.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, documentation, specifications and quality control was conducted during the investigation. The complaint device was not returned for evaluation therefore, no physical examinations could be performed. The specific device model is unknown but the device is believed to be an advance 18 lp low profile balloon catheter (size unknown). However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known. It was noted that the physician involved in this event did not report it when the event occurred. This information was reported by cook's territory manager when she learned of the event when the physician discussed that he had a problem with a device to other individuals. Follow-up was made in an attempt to obtain additional information about the complaint, including the lot number. However, the physician advised he could not remember the size of the device or the month the event occurred. He stated "it was between 12-18 months" prior to the complaint report being written. Due to this fact a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints.